Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with a proximal tibia fracture was implanted on an unknown date. The patient was returned to the o.r. On (B)(6) 2013 for removal. The surgeon had difficulty removing the screw in the fourth distal hole of the plate. The surgeon attempted to remove it with the extraction screw but the screw had fractured at the base. A tourniquet was used for 120 minutes and carried the risk of tourniquet pain. This report is for an unknown screw. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown screw, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
(B)(4)